Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead exhibited rising and progressive thresholds. It was also reported there was persistent pain at the pocket site. There was a pocket revision and scar tissue was removed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead exhibited rising and progressive thresholds and the patient had persistent pain at the pocket site. There was a pocket revision and removal of scar tissue. The device and lead are still in use. No further patient complications have been reported as a result of this event. Further information revealed that the device and lead were removed due to infection. A temporary pacing system was used for a few days, and a new system was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the (B)(4) device was returned, analyzed and no anomalies were found.